Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section b7 was missing in the previous report , the information should have include that, the patient has a medical history of copd asthma or other chronic lung disease. Section b7 is updated here. The manufacturer previously marked h10 incorrectly. In this report h10 has been updated/corrected.